Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Based on the information provided there was no significant delay nor patient injury/impact; therefore, no further medical assessment is warranted at this time. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instruction for use was reviewed and found to outline precautionary statements related to the complaint event. A review of risk management files found that the reported failure was documented appropriately. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) previous use (2) disconnecting the wand from the controller after power has been turned on. (3) an issue with one of the concomitant devices in use at the time of this complaint event. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure surgeon used three different evac70 wand in order to stop a sinus bleed in a patient, each time wand was activated with the coag pedal, no tissue effect was saw. Doctor believed that the wands were the concern but after attempting to use all three with the same result he believed there is an issue with the coblator ii generator or the foot pedal. Upon activation of the foot pedal the lights do turn on and the audible sound was present , however after testing the output on the wands on each setting, the coblate output was in the appropiate range but the coag output was 0 for all tested setting. The procedure was completed with a competitor device and there were no further complications or significant delay reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.